Manufacturer narrative:
They were unable to perform the displacement test, operating currents, self test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the no button response. The pump received no button response due to the j2/lcd unlocked keypad connector. The pump was received with a minor scratched display window and a cracked reservoir tube lip. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-50180.

Event description:
The customer reported via phone call that he had a continuous issue with air bubbles in the reservoir. Customer was explained the importance of the insulin being stored at room temperature. Customer's blood glucose was 300 mg/dl. Customer has already done so much troubleshooting that he will not troubleshoot it again. Customer stated that he thinks it is the insulin pump and he will try to replace out the device. Customer also mentioned the p-cap and noticed a leak in between the o-rings. Customer was advised that the pump will be replaced.